Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that it was noted during maintenance, the heartstart xl needed the battery replaced due to an unspecified problem. There was no pt involvement.